Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test. Insulin pump received with broken battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was a crack near the battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.